Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3387-40, lot# v004839, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3387-40, lot# v006127, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4). (B)(6).

Event description:
It was reported that the patient was implanted/replaced on (B)(6) 2014 and thought that the programmer said the left implantable neurostimulator (ins) was not working. On saturday prior to the date of this report the patient had come home and felt like one of his sides was not working and something had not felt right about it. The patient got the programmer out on the night prior to the date of this report. The patient replaced the programmer batteries and thought the programmer was not working. The programmer was acting up. The patient¿s daughter synced with the ins and the programmer was now working. It was noted that if they sync with the first ins and then don¿t turn the programmer off and sync with the second ins they were getting a poor communication screen. These issues had started over labor day prior to the date of this report. The patient¿s daughter synced the programmer with one ins and at one point it had said one was not working and the other was. There was no outcome provided regarding the event. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2014-18052.